Event description:
It was reported that a homechoice device experienced sparking. It is unknown whether the patient was connected at the time of the alarm. This occurred during of peritoneal dialysis therapy. The nurse stated that the patient had unplugged the device. The patient would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection, electrical returned instrument testing evaluation (rite), and functional rite were performed, with no issues that could have caused or contributed to the reported issue. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.